Event description:
(B)(4): it was reported that one of the visum halogen surgical light heads was not able to be controlled from the wall panel. Upon eval by a stryker field service tech, it was observed that there was a gap between the spring arm and the horizontal arm of the ceiling suspension. It was further reported that the circlip component was not fully seated in the assembly which led to the reported gap. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, thus no pt data exists. Eval summary: a stryker field service tech evaluated the spring arm involved in the alleged event. After eval, it was observed that a small gap was noticed between the spring arm and horizontal arm of the ceiling suspension. It was noticed that the circlip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. The root cause of how the circlip became unseated could not be fully determined, however, it is possible that the circlip was not seated correctly upon installation or servicing of the spring arm. The spring arm was replaced and the issue was resolved. There was no reported pt involvement and no adverse consequences reported.